Manufacturer narrative:
Tw (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that they had an issue with a vasoview hemopro 2 stopped working in the middle of the procedure, the locking pin that keeps the jaws in place dislodged and came out 2mm outside which made it difficult to pull the hemopro back into the cannula. The hospital tried all the tips such as leaving it to cool down for 3 to 5 minutes and taking it out of tunnel and dose it with cold saline. Still it made no difference, due to the time factor and pressure of getting delayed cancelling our second case we ended up opening new kit. Which worked well. No patient harm occurred, it only delayed the procedure time and ended opening extra kits.

Event description:
The hospital reported that they had an issue with a vasoview hemopro 2 stopped working in the middle of the procedure, the locking pin that keeps the jaws in place dislodged and came out 2mm outside which made it difficult to pull the hemopro back into the cannula. The tiny pin ( one mm thickness or even less ) which holds the hemopro 2 jaw together under the black insulation came loose and insulation was off the hospital tried all the tips such as leaving it to cool down for 3 to 5 minutes and taking it out of tunnel and dose it with cold saline. Still it made no difference, due to the time factor and pressure of getting delayed cancelling our second case they ended up opening new kit. Which worked well. No patient harm occurred, it only delayed the procedure time and ended opening extra kits.

Manufacturer narrative:
Trackwise # (B)(4).

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 3000366280, 3000364938, and 3000362934 the last 3 lots shipped to the account prior to the event/aware date. For lot #3000366280. There were no ncmrs, rework, or deviations documented. The lot # 3000364938 history record review was completed. There was 1 ncmr , rework, or deviations documented for the reported lot number. The lot # 3000362934 history record review was completed. There was 1 ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.